Event description:
Per the clinic, the patient experienced extrusion of the internal electrode array. The device was explanted (date not reported). There are plans to reimplant patient with a new device, however, it is unknown if reimplantation has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2013.